Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1,-5.00/1.0/4 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was removed and later replaced due to excessive vault. The reporter stated " the 12.1 crystal of the patients right eye was implanted for the first time. It was too large, with high arch, shallow anterior chamber and high glaucoma risk. Therefore, a 12.1 crystal with vertical implantation was replaced, and the arch height and anterior chamber were in good condition" it was reported that the problem resolved.